Manufacturer narrative:
Additional information: relevant tests/laboratory data. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "device is unable to be retrieved¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4) initially reported event under MFR report # 3002808486-2017-01270. New information was received identifying that the product was a cook inc. Manufactured device. (B)(4).. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/12/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to deep vein thrombosis and pulmonary embolism. Plaintiff is alleging device is unable to be retrieved. Additional information provided determined that this device was manufactured by (B)(4).